Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a leak from the probe. The fse discovered debris inside the vic (vacuum isolator chamber) and the vic check valve which accumulated over time causing fluid to leak out of the probe. The fse cleaned the vic, and replaced the vic check valve, vacuum filter, and waste tube molding to resolve the leak. Failure mode of the leak is attributed to the vacuum isolation chamber; the instrument failed platelet background and generated vacuum errors to alert the customer of an instrument issue. (B)(4).

Event description:
The customer reported a leak of approximately 2 drops of fluid from the probe involving the coulter act diff analyzer following startup. The customer indicated that the leak was not contained within the instrument. The instrument generated vacuum error messages and platelet background failed. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.